Event description:
A patient underwent a total abdominal colectomy, mucosal protectomy, j pouch anastamosis and diverting loop ileostomy. A jackson pratt drain was placed around the pouch and through the left lower quadrant stab incision. A few days later the jp drain was removed with no recorded incident. The patient was discharged home. The patient returned for postoperative visit and x-rays a month later. At that time, a portion of jackson pratt drain was identified within the abdominal cavity. The piece of drain was removed a few days later, during the patient's scheduled surgery for loop ileostomy closure. The patient suffered no ill effects related to this incident.